Event description:
A female patient reported experiencing foreign body sensation and redness while including complete moistureplus in her lens care regimen. Patient's symptoms began after using the solution for two weeks. She sought medical attention from an ophthalmologist and was treated with lotemax and zigamox; diagnosis initially provided by patient as conjunctivitis. No cultures were done. Patient has recovered. Follow-up information received from the patient listed her experience as "eye infection." We are attempting to obtain information from the ophthalmologist.

Manufacturer narrative:
Batch record review conducted; retain unit from same lot was submitted for chemical and microbiology testing. Batch record review for lot did not show any deviations or provide reason for patient's experience. Retain evaluation results for the reported lot are within chemical specification and show the solution as released by the manufacturer to be sterile. An opened complaint unit received from the patient was tested and found to be within chemical specification, however, it was no longer sterile. The evaluation results indicate that the solution was compromised through user error.